Event description:
Unit was purchased to help accelerate healing as listed on website http://www. Bioscanlight.com and by a salesperson. Pt has used this device for 3 weeks now and has caused their wound to become extremely infected.